Manufacturer narrative:
(B)(4). Eval, results: (migration, endoleak). Results/conclusions: (disease progression with aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx 55 months ago. Aneurysm morphology from the time of implant is unk. Currently, the aneurysm is 6 cm in diameter and the aortic neck is 27mm to 28 mm in diameter with 25 degrees of angulation. There was disease progression resulting in aortic neck dilatation. It was reported that a recent CT demonstrated that the stent graft has migrated distally 6 cm. The physician elected to reline the entire aneurx stent graft system with an endurant bifurcated stent graft and an endurant iliac limb and the type I endoleak and the migration were resolved. No add'l clinical sequelae reported, and the pt is fine.